Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the clinic. Post-paced t-wave oversensing was observed. No patient symptoms were reported. Programming changes were made.